Manufacturer narrative:
The instruments in the cycles subject of the events were reprocessed prior to use. A steris service technician arrived onsite following the reported events to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified and the sterilizer was returned to service. The employees subject of the events were not wearing proper ppe, specifically gloves as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2005, recommends using chemical-resistant gloves when using the sterilization unit". The v-pro 1 sterilizer operator manual (6-11) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment". Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro 1 sterilizer. The v-pro 1 sterilizer operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit". A steris account manager offered in-service training on the importance of wearing proper ppe, specifically gloves while operating their v-pro 1 sterilizer and properly drying instruments however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that two employees experienced a burn while handling items that were processed in a v-pro 1 sterilizer. One employee received medical treatment, the other did not.

Manufacturer narrative:
A steris account manager offered in-service training on the importance of wearing proper ppe, specifically gloves while operating their v-pro 1 sterilizer and properly drying instruments; however, the user facility declined. No additional issues have been reported.